Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other four proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with 5 proglide devices using the pre-close technique via a 6f sheath prior to an endovascular abdominal aneurysm repair (evar) interventional procedure. All five proglide devices were successfully prepped with saline prior to use. Reportedly, there was no visible bleed back from the marker lumen of the first proglide device. The proglide device was removed and flushed outside of the anatomy with no success. After the second proglide device was rotated to the 10 o'clock position, the foot plate could not retract. A nick-and-spread was performed to remove the proglide device. The suture of a third proglide device was successfully pre-placed. A suture break occurred with the fourth proglide device. The suture of a fifth proglide device was successfully pre-placed. The sheath was up-sized to a 9f and the evar procedure was completed. Approximately 5 minutes after the procedure was completed with the two successfully prep-placed sutures, the patient's groin was noted to be pulsing. An ultrasound and fluoroscope were performed and a scrotal hematoma was discovered. A cut-down was performed and it was visible that the sutures of the proglide devices had not grabbed the vessel wall. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.